Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller on inspecting and cleaning parts of the pump, but the initial attempt to load the cartridge was unsuccessful. With assistance, the caller successfully filled and loaded a new cartridge, allowing them to complete the load process and resume insulin.